Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken main tube approximately 1.99 from the distal tip where it meets the proximal clevis. A piece measuring proximately 0.189¿ x 0.216¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was dislodged is the affected adjacent component. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. Image review: a review of the provided image shows a missing fragment. It looks like when the main tube broke and the proximal clevis dislodged, it caused half of the main tube to be outside of the clevis and the other half is likely still inside.

Event description:
It was reported that during da vinci assisted surgical procedure, the tip-up fenestrated grasper broke while removing it because it was not straight. The instrument was removed with cannula together. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was broken at the very end. No fragments fell and the port incision was not increased in order to remove the instrument and cannula together.